Event description:
Account said that the head would not go up or down she did not know if it would go down if CPR was used.

Manufacturer narrative:
The technician had to replace the following parts in order to make the bed fully functional: lh caregiver: rh caregiver: hydraulic manifold. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.